Manufacturer narrative:
This unit was returned for failure analysis, and the reported issue was confirmed but not replicated. The logs contained error 170, indicating the fault and confirming that it occurred in the field. Visual inspection found no issues related to the event. The common compute controller (ccc) patient side cart (psc) was installed onto a known-good psc system and powered on with no issues. The golden system was then set to run 10 power cycles while sitting idle for 14 hours. After testing was completed, the system error logs were inspected, and no additional errors were identified. The fiber cable light levels were checked, and all channels were within the normal range. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that there was a hard 170 error on the system upon arrival, and a restart did not resolve the issue. When the system was turned on again, a banner appeared indicating that the robot was not present, despite the robot powering on. An attempt was made to access the robot through a standalone backdoor login, but this was unsuccessful. Direct connection to the ccc was established, allowing it to be pinged via the command window; however, login attempts through aperture or localhost were unsuccessful.